Event description:
It was reported that the customer experienced a low blood glucose (bg) level which resulted in the customers son calling emergency medical services. Low bg cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact to the customer.